Event description:
It was reported that the patients therapy was ineffective, and stimulation was causing pain. The patient underwent explant procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, (B)(6).